Event description:
Reportedly, during a laparoscopic ventral hernia repair, the tack would not properly seat into tissue. The surgeon used another device to complete the procedure. The pt was under anesthesia an extra 1 hr 20 minutes while the hosp borrowed the device from another facility.